Event description:
Reporter noted system wouldn't phaco when surgeon stepped on footswitch. Error messages observed. Changed handpieces three times and the cassette still wouldn't tune. Converted to extra-capsular extract to complete case and implanted iol. No pt injury occurred.